Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel in the left forearm. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 7 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.